Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported complaint. Based on the additional information collected, the diagnostic procedure was completed after a delay of less than 20 minutes due to a system restart. The philips remote service engineer (rse) inspected the system and reviewed the logs, identifying amplifier feedback errors related to the c-arm motion, along with a motor assembly error. The rse confirmed that the c-arm intermittently stops moving and that cranial and caudal movements are not functioning. The field service engineer (fse) subsequently visited the site and replaced the amc triple servo drive. The system was restored and returned to service in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by restarting it with minimal delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on investigation outcome. Philips initiated field safety corrective action 2025-igt-bst-012. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.